Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 weeks ago, their blood glucose was 427 mg/dl but then they crashed and their blood glucose went to 52 mg/dl. The customer also indicated that there were 5 reservoir sets that did not work.